Event description:
It was reported to boston scientific corporation that an obtryx system, halo sling was implanted into the patient during a procedure performed in 2017. According to the complainant, after the implantation, the sling eroded in the vagina. Subsequently, the patient had to undergo surgery for vaginal erosion performed on (B)(6) 2020 at the complainant's facility. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Correction - block g3: the correct dkma adverse incident report reference number is: (B)(4). Block d6: implant date was approximated to (B)(6) 2017 as no specific implant date was reported. Block e1: this was reported by the hospital that treated the patient's post-operative issues. The device was implanted at central regional hospital, department of gynecology and births. Block g3: other: dkma adverse incident report reference no (B)(4); submitted to dkma (danish medicines agency) by the physician. Block h6: patient codes 1750 and 3191 capture the reportable events of vaginal erosion and surgical intervention. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Implant date was approximated to (B)(6) 2017 as no specific implant date was reported. This was reported by the hospital that treated the patient's post-operative issues. The device was implanted at (B)(6) hospital, department of gynecology and births. (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system, halo sling was implanted into the patient during a procedure performed in 2017. According to the complainant, after the implantation, the sling eroded in the vagina. Subsequently, the patient had to undergo surgery for vaginal erosion performed on (B)(6) 2020 at the complainant's facility. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.